Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl or 475 mg/dl. The customer treated with a bolus and manual injection. The customer stated that the site showed signs of infection. The customer stated that the infection turned red and was painful to the touch. The customer was advised on how to treat the site. The customer declined to troubleshoot for high readings.